Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided reset information, but the customer indicated she was unable to perform the pump reset at that time and mentioned she would call back when able to do so. Cts later confirmed she was able to resume insulin and restart cgm.